Event description:
It was reported that during a lap gastrectomy procedure, the staples of the third line were unformed at the forth firing when it was used for jejunal resection. The same device was used with the blue cartridge after the event, and it was fired properly. Additional suturing was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.